Event description:
New information notes the left ventricular lead was confirmed to be dislodged. A decision was made not to revise or replace the lead but the lead was programmed off. No other anomalies were observed. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2020-17331. It was reported that the patient presented in clinic after non sustained right ventricular oversensing was observed on remote transmission. The oversensing was determined to be due to myopotentials. Programming changes were made. It was also noted during the same session in clinic that the left ventricular lead (lv) appeared to be no longer capturing. Programming changes to make the lv lead inactive and to right ventricular (rv) pacing only were made as the patient was not dependent on the device for normal function. The patient was noted to have a recent fall which may have contributed to the observations though the physician was unsure there was a relationship. The patient was stable.